Event description:
It was reported to philips there was a bent pin on battery connector b. There was no patient involvement.

Manufacturer narrative:
H3 other text : the customer has declined service or repair.

Event description:
It was reported to philips there was a bent pin on battery connector b. The customer declined service from philips. The device remains with the customer. No conclusion can be drawn.